Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician felt resistance when slitting the catheter after implanting the his bundle lead. It was noted that the ¿white knob part was cut¿ when slitting and the physician stopped the procedure. The physician checked the inside of the ¿guiding¿ and found that the his bundle lead came out with ¿a z-shaped bending¿, kinked and a little tissue attached at the tip during slitting. It was noted that at the start of the procedure, the catheter had poor function of hemostatic valve and there was a lot of blood leakage. The physician noted that the inside of the catheter and the lead got stuck and the physician had to use force to pull the catheter and push the lead resulting in the lead being bent. The physician thought there was a problem with the hemostatic valve and with the internal structure of the catheter. The lead was not used, and another his bundlelead was used for implant. After the fixation of the new his bundle lead, the pacing thresholds were high on the septum, therefore the physician decided to change the site. It was noted that the lead could not be removed to change the site. The physician tried rotating the lead in a reverse direction and strongly pulling the lead but was unsuccessful. It was also noted that tissue was entangled in the helix. The physician decided to leave the lead as a residual lead and another lead was implanted in the apex. No patient complications have been reported as a result of this event.